Manufacturer narrative:
It was reported that the implant site was sutured closed on (B)(6) 2013, post loss of osseointegration. This report is filed november 13, 2013.

Event description:
Per the clinic, the patient experienced a lack of osseointegration in (B)(6) 2013 (specific date not reported) resulting in fixture loss. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.